Manufacturer narrative:
(B)(4).

Event description:
It was reported that a suspected case of induced vt resulting from pseudo-pseudofusion and a ventricular paced event during the vulnerable period was observed. There were two instances where a premature ventricular contraction (pvc) concurrent with an atrial pace event resulted in intermittent undersensing of the pvc. Then the device paced in the v synchronous with the t-wave. The patient entered a true vt in both cases and patient was successfully converted with a shock in each case. Programming changes were considered. The patient was in stable condition at the time of the check.